Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that act button on the insulin pump sometimes sticky. The customer¿s blood glucose was unknown. Customer reported that there was charred mark on insulin pump and rewound was slower. The insulin pump will not be returned for analysis.